Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority representative reported that two days following a successful intraocular lens (iol) implantation procedure, the patient developed conjunctival congestion and corneal edema. The patient's eye was treated with drops and is being observed closely. Additional information has been requested.